Event description:
It was reported that a user experienced bluetooth connectivity failure between a dexcom g7 sensor and the ilet, resulting in inability to pair to the ilet while the sensor otherwise functioned. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising a pairing wait period. Investigation of this case revealed a device communication pairing failure limited to the ilet interface, with no evidence of sensor malfunction or blood glucose impact. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with transient bluetooth pairing issues.